Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The patient became hypotensive and complaint of nausea 25 minutes into the treatment and was given 600 ml. Of saline. The patient continued to be symptomatic during treatment and additional saline was given. Treatment was discontinued after an hour and a half. Based on the reported pre and post weights, the patient lost 3 kg. The machine indicated that 769 ml. Was removed the patient was discharged in stable condition.